Manufacturer narrative:
Additional information was requested and the following was obtained: it was reported that the fired tacks did not hold. Please confirm that the tacks did not hold to the tissue or the mesh. Or did the device jam without firing. It was reported that the fired tacks did not hold. Tacker was being used to tack mesh in place during laparoscopic hernia repair fired tacks that did not hold. Surgeon removed the loose tack (s) from the patient, then the tacker jammed and did not fire at all. How was the procedure completed. A new tacker was opened. Please confirm there was no patient consequence. No harm to the patient.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, fired tacks did not hold and loose tacks were removed from the patient. Another like device was used to complete the procedure. Additional information has been requested.